Manufacturer narrative:
Block e1: initial reporter city - (B)(6). Block h6: device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a contour ureteral stent was used in a ureteroscopy procedure in the ureter. During the procedure, while attempting to deploy the stent, it was noticed that the stent was torn. The procedure was completed with another of the same device and there were no patient complications reported.